Event description:
On (B)(6): customer reports via phone that staff were attempting to start an undetermined urology procedure when the system started smoking. Staff moved the pt from the table to another room where procedure was completed without further incident. Customer was not able to provide any additional info with regards to the procedure or pt. No reported injury. On (B)(4) 2013 on a follow up phone call, biomed confirmed the smoke was a visible smoke that was related to the power supply of the monitor and there was not any generator involvement.

Manufacturer narrative:
During a phone call, the customer stated while attempting to start an undetermined urology procedure the system started smoking. At a later date this customer stated they had replaced the monitor power supply which was the source of the smoke issue. The system functioned normally. There was no additional service performed or service call placed by customer, who made all repairs themselves.